Manufacturer narrative:
Pump passed functional tests including displacement, rewind, basic occlusion, occlusion, prime, force system sensor, motor and excessive no delivery tests. No motor error alarm noted during testing. Unit was received with normal operating currents and no unexpected off no power alarm or low battery alarm noted. Pump was received with broken battery tube threads, cracked reservoir tube lip, cracked reservoir tube window, cracked case at display window corner, bleeding on lcd glass and minor scratched lcd window.

Event description:
The customer reported via phone call that the insulin pump has a recurring motor error. Customer's blood glucose was unknown at the time of incident. The customer was advised that the device would be replaced and agreed to return the product for analysis. No further details given.